Event description:
During an ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. As the sheath was inside the patient, upon removal of the dilator and insertion of an octa-ray catheter, air was observed in the sheath. The sheath was replaced, and the issue occurred again with a second faradrive sheath. The sheath was replaced again, and the procedure was completed successfully without patient complications. No air was observed inside the patient. The devices are expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected, which revealed no visual abnormalities. However, the sheath was leak tested, and the sheath did not pass the leak testing. The sheath failed the 15-psi positive pressure testing with the 0.165 inch and 0.092-inch pin gauge inserted and in empty condition, the 5-psi positive pressure test, and the -5-psi vacuum testing with the 0.140-inch and 0.092-inch pin gauge inserted and in empty condition. Microscopic inspection was performed, and a tear in the outer valve was observed, indicating that it was unlikely to seal properly. Based on all the available information, boston scientific confirmed the reported clinical allegation. The cause was determined to be a component failure as a tear was observed in the outer vale, creating a leak path.

Event description:
During an ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. As the sheath was inside the patient, upon removal of the dilator and insertion of an octa-ray catheter, air was observed in the sheath. The sheath was replaced, and the issue occurred again with a second faradrive sheath. The sheath was replaced again, and the procedure was completed successfully without patient complications. No air was observed inside the patient. The device has been returned for analysis.